Manufacturer narrative:
Batch review performed on 22 march 2021: lot 173670: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event

Event description:
The patient came in reporting pain due to tibial loosening and the cause of the tibial loosening is unknown. The surgeon revised the tibial tray and insert 3 years and 1 month after primary. The surgery was completed successfully.